Manufacturer narrative:
Device available for evaluation? Yes. Date returned to manufacturer: 10/5/2021. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the lens was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed. The reported event cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had binocular implantation with intraocular lens (iol), model zfw225. The patient was explanted as she suffered from glare & halo on the right eye. It was provided that the replacement iol was a monofocal lens to reduce halo and glare. The patient had a pre-operation visual acuity of 0.6 and a post-operation visual acuity of 0.8. No further information was provided.